Manufacturer narrative:
The reported complaint related to an air in line alarm with no visible air on the IV tubing could not be confirmed. Incident device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
It was reported there was an air-in-line alarm with no visible air noted in IV tubing. It was reported that the user spent 20 minutes pressing the start key to give the infusion. The event occurred in the psu. There was no patient harm.